Manufacturer narrative:
B3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced a fall and was unable to receive effective coverage. X-rays confirmed that both leads had migrated and as such both leads were explanted and replaced with new leads. Effective therapy was restored.